Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic area') in a 38-year-old female patient who had essure (batch no. 794898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, dyspareunia, uterine bleeding, menses irregular and stress incontinence. Concomitant products included amlodipine, escitalopram oxalate (lexapro), gabapentin, ketorolac tromethamine (toradol), norethisterone (micronor), omeprazole (omeprazol) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)/cramping"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery ((B)(6) 2016, robotic-assisted total laparoscopy hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded total bilateral occlusion bilateral fallopian tube occlusions with essure devices in standard positions. Pathology test - on (B)(6) 2016: uterus and bilateral fallopian tubes, hysterectomy and salpingectomy: 230 gm uterus with proliferative endometrium. Leiomyomata (up to 1.4 cm). Bilateral fallopian tubes with para tubal cysts. Cervix with no significant histopathology. Concerning injuries reported in this case the following one was described in patient medical records: cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic area/pelvic pain') in a 38-year-old female patient who had essure (batch no. 794898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, dyspareunia, uterine bleeding, menses irregular and stress incontinence. Concomitant products included amlodipine, escitalopram oxalate (lexapro), gabapentin, ketorolac tromethamine (toradol), norethisterone (micronor), omeprazole (omeprazol) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/abnormal bleeding/menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)/cramping"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("mental anguish/psych injury"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (21nov2016, robotic-assisted total laparoscopy hysterectomy(full) with bilateral salpingectomy). Essure was removed on(B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: essure device was successfujly occluded total bilateral occlusion bilateral fallopian tube occlusions with essure devices in standard positions. Pathology test - on (B)(6)2016: uterus and bilateral fallopian tubes, hysterectomy and salpingectomy: 230 gm uterus with proliferative endometrium. Leiomyomata (up to 1.4 cm). Bilateral fallopian tubes with para tubal cysts. Cervix with no significant histopathology. Concerning injuries reported in this case the following one was described in patient medical records: cramping quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: event was added- general abnormal bleeding and abdominal pain. Event outcome was added- pain and bleeding was resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic area') in a (B)(6)-year-old female patient who had essure (batch no. 794898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, dyspareunia, uterine bleeding, menses irregular and stress incontinence. Concomitant products included amlodipine, escitalopram oxalate (lexapro), gabapentin, ketorolac tromethamine (toradol), norethisterone (micronor), omeprazole (omeprazol) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)/cramping"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery ((B)(6) 2016, robotic-assisted total laparoscopy hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded total bilateral occlusion bilateral fallopian tube occlusions with essure devices in standard positions. Pathology test - on (B)(6) 2016: uterus and bilateral fallopian tubes, hysterectomy and salpingectomy: 230 gm uterus with proliferative endometrium. Leiomyomata (up to 1.4 cm). Bilateral fallopian tubes with para tubal cysts. Cervix with no significant histopathology. Concerning injuries reported in this case the following one was described in patient medical records: cramping. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received lot number was added. Events "abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping)" were added. Outcome of events "pelvic pain" was updated as recovering. And abnormal bleeding was updated as recovered. Medical history, lab data and concomitant medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.